Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the lead was first implanted, it was placed in the apical position due to poor patient anatomy. Due to the positioning, the patient was unable to get the benefits of the delivered therapy. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.